Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('constant 5/10 lateral pelvic pain predominating on the left side / persistent 5/10 pelvic pain on the left side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included overweight. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), back pain ("back pain"), myalgia ("muscle pain"), dizziness ("dizziness"), memory impairment ("memory impairment") and dyspareunia ("dyspareunia during intromission") and was found to have weight increased ("weight gain"). The patient was treated with surgery (right and left salpingectomy with laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, arthralgia, back pain, myalgia, dizziness, weight increased, memory impairment and dyspareunia outcome was unknown. The reporter considered arthralgia, back pain, dizziness, dyspareunia, memory impairment, myalgia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: the patient's symptoms had major improvement 6 or more months following essure removal. The defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('constant 5/10 lateral pelvic pain predominating on the left side / persistent 5/10 pelvic pain on the left side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included overweight. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), dyspareunia ("dyspareunia during intromission"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (right and left salpingectomy with laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, musculoskeletal pain, dizziness, weight increased and memory impairment was resolving and the dyspareunia and vulvovaginal dryness outcome was unknown. The reporter considered back pain, dizziness, dyspareunia, memory impairment, musculoskeletal pain, pelvic pain, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: the patient's symptoms had major improvement 6 or more months following essure removal. The defective sample is available. It was stated that intromission dyspareunia is related to vaginal dryness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 11-jan-2022: postoperative follow-up consultation was on (B)(6) 2021. Events onset date 2007; she lost 8 kg, intromission dyspareunia is related to vaginal dryness (added as new event). It was stated that she is in process of resolution. Big improvement. Taking up sports again and professional activity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('constant 5/10 lateral pelvic pain predominating on the left side / persistent 5/10 pelvic pain on the left side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included overweight. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), dyspareunia ("dyspareunia during intromission"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (right and left salpingectomy with laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, musculoskeletal pain, dizziness, weight increased and memory impairment was resolving and the dyspareunia and vulvovaginal dryness outcome was unknown. The reporter considered back pain, dizziness, dyspareunia, memory impairment, musculoskeletal pain, pelvic pain, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: the patient's symptoms had major improvement 6 or more months following essure removal. The defective sample is available. It was stated that intromission dyspareunia is related to vaginal dryness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('constant 5/10 lateral pelvic pain predominating on the left side / persistent 5/10 pelvic pain on the left side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included overweight. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), dyspareunia ("dyspareunia during intromission"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). The patient was treated with surgery (right and left salpingectomy with laparoscopic bilateral coronectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, dyspareunia, musculoskeletal pain, dizziness, weight increased and memory impairment outcome was unknown. The reporter considered back pain, dizziness, dyspareunia, memory impairment, musculoskeletal pain, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: the patient's symptoms had major improvement 6 or more months following essure removal. The defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Amendment: the report was amended for the following reason: healthcare facility report number (B)(4) updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('constant 5/10 lateral pelvic pain predominating on the left side / persistent 5/10 pelvic pain on the left side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included overweight. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), dyspareunia ("dyspareunia during intromission"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (right and left salpingectomy with laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, dyspareunia, musculoskeletal pain, dizziness, weight increased and memory impairment was resolving and the vulvovaginal dryness outcome was unknown. The reporter considered back pain, dizziness, dyspareunia, memory impairment, musculoskeletal pain, pelvic pain, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: the patient's symptoms had major improvement 6 or more months following essure removal. Taking up sports again and professional activity. The defective sample is available. Intromission dyspareunia was described as related to vaginal dryness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of product technical complaint (ptc). We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.